Event description:
It was reported that the patient was having difficulty charging ipg and patient was experiencing discomfort with the current location. It was noted that the ipg became superficial gradually. No device malfunction suspected. The patient underwent an ipg replacement procedure wherein an MRI compatible device was implanted, and patient was doing well postoperatively. The explanted ipg was disposed by the facility.

Manufacturer narrative:
Date of event: exact date unknown, event occurred (B)(6) 2015, from the date the manufacturer became aware of the event.